Manufacturer narrative:
A ge service representative performed an onsite investigation. The video controller pcb, system interface pcb, sbc single board computer assembly, display adapter pcb, image processor pcb and cine bridge pcb were all evaluated and reseated. The ground connections on the passive backplane were also tightened during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system froze during the initialization process. No patient serious injury or death was reported related to this event.